Event description:
It was reported that insulin gauge displayed insulin amounts that did not match what customer expected, with readings dropping sharply within hours or a day, and customer was unsure how much insulin remained in cartridge despite changing cartridges. There was no reported impact to the customer¿s blood glucose level. No additional support was requested and no further information was received regarding the outcome of the event.